Event description:
Tosoh bioscience was informed that an account using the tosoh g8 hplc analyzer had noted poorly differentiated chromatograms after pt results were reported. Specimens were repeated and 43 corrected reports were issued. Column count exceeded manufacturer's warranted number of injections. Root cause: manufacturer's recommendation was not followed. Chromatograms are to be reviewed before results are released to verify that chromatography meets acceptance criteria.